Event description:
It was reported that the spinal cord stimulation (scs) lead displayed high impedance on one contact. It was reported that the patient did not experience any symptoms or stimulation issues due to the high impedance. However, the patient wanted to have a magnetic resonance imaging (MRI) done and therefore, the patient underwent a procedure where the lead was replaced. There were no reported complications postoperatively and the patient is expected to recover.

Manufacturer narrative:
Visual inspection found that the lead body is partially sliced. The cable is exposed at the damaged portion of the lead. A product labeling review identified that the device was used per the instructions for use (IFU) product label. Additionally, under fluoroscopic guidance, place the insertion needle into the epidural space with the bevel facing up using an angle of 45 degrees or less. Use only an insertion needle provided by boston scientific. Other needles may damage the lead. The stamped number 14 on the needle hub corresponds to the orientation of the bevel, which must face up. Turning the bevel ventral (down) may result in lead damage. An angle of more than 45 degrees increases the risk of lead damage. The angle of the insertion needle should be 45 degrees or less. Steep angles increase the insertion force of the stylet and present more of an opportunity for the stylet to pierce the lead and cause tissue damage. Engineers concluded that the lead was likely unintentionally damaged due to not following the instruction on how to use the insertion needle.

Event description:
It was reported that the spinal cord stimulation (scs) lead displayed high impedance on one contact. It was reported that the patient did not experience any symptoms or stimulation issues due to the high impedance. However, the patient wanted to have a magnetic resonance imaging (MRI) done and therefore, the patient underwent a procedure where the lead was replaced. There were no reported complications postoperatively and the patient is expected to recover.